Event description:
One touch basic enhanced meter would not power on. The patient neither alleged harm nor experienced injury or medical intervention. They did contact a medical professional for advice; however, no other treatment was sought. The customer service representative confirmed that the battery was replaced less than 1 year ago, batteries were correctly, installed, and the battery contacts were in good condition. Patient's meter was replaced.